Manufacturer narrative:
Product analysis #(B)(4):analysis information -- 2025-10-21 13:06:24 cst pli# 20 product ID# 8667-20 below is unedited, system generated text based on the analysis finding code(s). Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 25-jan-2026, UDI#: (B)(4). H3. Pump:the returned device passed all testing in the laboratory and no anomalies were identified. Catheter: analysis identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (2250 mcg/ml at 955.3 mcg/day) via an implantable pump for unknown indications for use. It was reported that the physician stated that the patient was underdosed 32 percent by expected versus actual reservoir volume. There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician performed a dye study prior to scheduling explant (date unknown), but the study did not provide conclusive results. The pump and the catheter portion were replaced. The issue was resolved. The issue was resolved. Additional information was provided from a company representative stated that the drug information was 955.3 mcg/day. Additional information was provided from a healthcare provider via a company representative stated that the patient had underdose symptoms but there was no volume discrepancy. The physician and the rep agreed that there was a kink at the time of the event.